Manufacturer narrative:
(B)(4). Additional information: the cause for the broken occluder feet was undetermined.

Event description:
A nurse reported to baxter an issue of leak found in the uv flash transfer set during use. The nurse stated that leak was observed at the junction between the spike and the mainbody during filling. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Received one used set with no cap on spike and no cap on patient connector in reference to leak. The complaint was confirmed in the lab for leak due to the broken spike. A follow-up MDR will be submitted if additional information is obtained.